Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not be conclusively established. The patient expired on (B)(6) 2021 and heartmate ii lvas, serial number (B)(4), was not returned for evaluation. The heartmate ii lvas IFU, rev. C is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 27 dec 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2021. The cause and details leading up to the death were unknown. It was unknown if the death was considered to be device related.